Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had been experiencing pain at the pocket site. The hcp would move the patient's battery to the opposite side on (B)(6) 2016. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue and it was unknown if diagnostics or troubleshooting were performed. The issue was not resolved at this time and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4) no longer applies and new code added.

Event description:
Additional information received from the healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient first experienced the pain at the pocket site on (B)(6) 2016. A physical exam was performed and found pain at the inferior aspect of the pocket over the inguinal ligament. The battery had moved inferiorly and was lying over the inguinal ligament. It was causing pain with movement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.